Event description:
While mapping the left atrium and pulmonary veins with a biosense catheter, the tip of the catheter became stuck in the mitral valve. The catheter was carefully dislodged and there was no harm to the pt.